Event description:
A patient who was implanted with apogee graft in 2006, had a second procedure done five months later, to release an adhesion band and partially excise the arms of the apoge due to claimed pain. A further procedure to remove the remainder of the graft was performed the following year.